Event description:
It was reported that the patient¿s wife tried to increase stimulation last night, it was set at 2.8v, and when she went to increase, it jumped up to 4.8 v, and the patient finally had a little bit of stimulation. It was noted that the patient was still having accidents peeing himself and had an appointment in two weeks to see his doctor. The patient programmer was synced with the device, the patient was on program 1 at 4.2 v, stimulation was on, increased it up to 4.6 v, and the patient was feeling this in his scrotum. It was noted that the patient saw his doctor a few weeks ago, they had changed to program 1, that the patient had no symptom control for the last 6-8 months, was getting over a kidney infection, had been better the last 3-4 days, but still peed on the carpet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v351368, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v351368, implanted: (B)(6) 2009, product type lead. (B)(4).